Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that 4 fr groshong PICC got dislodged into the heart. Patient shifted to interventional radiology and catheter retrieved via cath procedure. It was stated this occurred with two devices. This report addresses the first device.